Event description:
The home patient (hp) contacted a technical service representative (tsr) and requested assistance with a manual drain during fill 1 using the homechoice system. The incident was reviewed over the phone with the tsr, which revealed the hp had received a partial fill of 898mls at the time of the call. The tsr verbally assisted the caller to perform a manual drain and 1224mls of fluid was removed, which was 326mls greater than the volume of fluid the hp had just received. The hp indicated that he had not completely drained during the initial drain prior to the system advancing into fill 1. Review of the therapy revealed the last fill volume was 300mls, the initial drain alarm setpoint was 100mls and the patient had drained 226mls during the initial drain. The tsr explained the therapy to the hp and the hp expressed understanding. Fill 1 resumed and therapy continued. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B) (4). Baxter requested the device for evaluation; however, the customer declined to make the device available. Based on a review of all available therapy data, the most probable cause of the overfill was determined to be: insufficient drain/false empty detect and use error. Initial drain alarm setting inappropriately set too low (set at 100mls). The initial drain alarm setpoint may have been programmed to low, resulting in an incomplete initial drain followed by a partial fill of solution. The probable cause of the overfill was communicated to the customer.